Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was noted that the patient received an inappropriate atp. Device incorrectly diagnosed supraventricular tachycardia as ventricular tachycardia. This was due to blanking of several atrial events. Programming changes were discussed. No intervention has been performed yet. The patient was asymptomatic.